Event description:
(String broke completely off). Leaving the tampon unretrievable- vagina [foreign body in reproductive tract]. String broke completely off- tampon [device breakage]. I went to remove an inserted tampon and the string broke off...leaving tampon unretrievable [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke completely off of the tampon during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation